Event description:
The facility returned the device for service. During service testing, baxter service tech reported that the device underdelivered. No record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test.